Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. Unit was monitored and no blank display anomalies were noted. Unit received with minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working after a bolus attempt. Customer indicated that many batteries have failed to turn it on. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.